Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. Additional information was requested and the following was obtained: what is the surgeon's experience with the enseal x1 curve jaw? The surgeon used the enseal x1 curve jaw for 4~5 cases. Were there any issues with the device during the initial surgery? During the initial surgery, the device had no issues. Were there any error codes during the initial procedure? Nothing was the end tone heard at the end of each application of energy during the initial procedure? Yes what vessels were the device used on during the initial procedure? Detailed blood vessel name unknown. How was the bleeding identified? In the middle of the night on the day of the initial operation, an emergency laparotomy was performed due to decreased renal function for the patient. As a result, the surgeon found that there was a hematoma around the peritoneum where the transplanted kidney was placed. How long was it between the initial procedure and when the bleeding was identified? It was the night of the operation. During the re-operation, was the source of the bleeding identified? If yes, where was the source and was it where the enseal was used? Yes, the surgeon used the enseak around the hematoma. What is the patient's current status? The patient had already discarded from the hospital. Length of hospital stay postponed by 4-5 days as usual.

Manufacturer narrative:
(B)(4). D4 batch #: unknown. Additional information was obtained: a large hematoma was formed, and it is thought that the compression caused by the hematoma may have caused a decline in renal function. After removal of the hematoma and closure of the abdomen, renal function returned to normal. The bleeding point was not around the external iliac bone, which was a concern, but near the peritoneum where the transplanted kidney was placed. The hospital stay was extended by 4-5 days, but the patient has already been discharged. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the surgeon's experience with the enseal x1 curve jaw? Were there any issues with the device during the initial surgery? Were there any error codes during the initial procedure? Was the end tone heard at the end of each application of energy during the initial procedure? What vessels were the device used on during the initial procedure? How was the bleeding identified? How long was it between the initial procedure and when the bleeding was identified? During the re-operation, was the source of the bleeding identified? If yes, where was the source and was it where the enseal was used? What is the patient's current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, after an open kidney and adrenal gland, the bleeding occurred after the operation. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Emergency re-operation was performed to complete the case. No further information is available.